Event description:
Boston scientific crm received information that the patient with this device contacted technical services to report that he was waking from sleep with his heart rate in the mid 40's. It also happened during the day and the patient felt lightheaded.

Manufacturer narrative:
A technical service consultant discussed programming and the hysteresis feature and referred the patient to his/her physician. Attempts were made to get additional information; however, were unsuccessful. No additional information is available at this time. This event will be reopened if additional information becomes available or if the product is returned for analysis. Additional information was received that this device was later explanted and returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.